Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. MFR report 1 of 3, medwatch report # 3004209178-2011-84033. MFR report 2 of 3, medwatch report # 2032227-2011-03098.

Event description:
The customer reported that the infusion sets stick to the walls of the quick serter device. The customer stated that he has cleaned it, and the infusion set still sticks. The customer was hospitalized due to high blood glucose. No further info was provided.